Event description:
A surgeon reported that during a procedure, there was an air leak from the cutter tip port as he returned the foot switch pedal to the "off" position and the visibility became poor. The surgery was completed without replacing the component and there was no harm to the pt. No further info is expected for this case.

Manufacturer narrative:
A product sample has been received; however it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).